Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Xray review shows oblique fracture involving the proximal femoral diaphysis with involvement of the distal portion of the femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent total hip arthroplasty on an unknown date. Subsequently, patient suffered bone fracture on an unknown date due to an unknown reason. Additional information requested from the sales rep, but no further information was available. Review of the provided x-rays showed at the bone cement interface of the proximal femur, consistent with loosening.